Event description:
It was reported that a polaris ultra ureteral stent was to be used in a urological surgery procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name and initial reporter address 2: (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.

Manufacturer narrative:
(B)(6). Device code a0401 captures the reportable event of stent shaft break. Investigation analysis: the returned polaris ultra ureteral stent was analyzed, and during the inspection, it was found that the shaft kink in different sections and bladder coil was buckled, which did not confirm the reported event of coil detached. Based on the most relevant information, the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "coil detachment of device or device component, stent coil buckled/accordion, stent bent/kinked" were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris ultra ureteral stent was to be used in a urological surgery procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.